Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1lles, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvic floor therapy. It was reported a revision was done (B)(6) 2019, and before the lead was revised the patient had a lack of therapy for a couple of months. Patient was unsure of the reason for the revision, and thought maybe because it was not in the right location for therapy. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from hcp stated that patient had a fall and reported reduced efficiency. Hcp chose lead revision verse major colorectal intervention. The lead will not be sent back but did appear intact.